Event description:
It was reported that the patient underwent a hemi-orthoplasty right shoulder replacement to treat a "dislocated fractured right shoulder" in 2001. " a stitch abscess versus a granulomatous reaction to the stitch" with regard to the patient's shoulder was noted during a 2002 evaluation. The patient had an irrigation-debridement surgery in 2004. It was reported that the patient sustained infection as a result of the reaction to the "stitch" remaining in the patient's shoulder from 2002 until 2004, which allegedly had been corrected by 5 " surgeries" from 2005-2007, which included irrigation-debridements surgeries and massive infusions of antibiotics. It was also reported that the right shoulder joint replacement prosthesis was knocked loose in a fall during 2003, was not replaced during the 2004 surgery, but was removed in 2005. No additional information was reported at this time.

Manufacturer narrative:
Date sent to the FDA: 09/19/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.